Event description:
On (B)(6) 2011, due to failed right total hip arthroplasty, the pt underwent surgery and was implanted with a bilox delta head 12/14, 28 x +3.5, on her right hip. The acetabular component has loosened and it had subsided into the bone. On(B)(6) 2011, the pt underwent second revision surgery due to growing pain in the area of her groin. The head and the cup were revised.

Manufacturer narrative:
The MFR did not receive the affected devices, and x-rays, although the surgical reports were received. These documents will be evaluated. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause of this event cannot be ascertained from the info received, but once the products are received and investigated and the report becomes available, an updated report will be submitted. (B)(4).